Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: cable; mechanical/structural; latch / mechanical problem identified; wear problem. 1 device: chassis/frame; latch / mechanical problem identified; wear problem. 1 device: chassis/frame; circuit board; latch / deformation problem; electrical/electronic component problem identified; mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance and false engagement of handle in the upright or horizontal position. No adverse consequence or clinically relevant delay in treatment was reported.